Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Blood was found in/on helix mechanism. The full lead was returned for analysis. (B)(4) defib conductor distorted; the rv defib exposed conductor distorted at 58cm from the damage at implant. Blood was found in/on helix mechanism. The full lead was returned for analysis.

Event description:
It was reported that during an implant attempt and advancing the lead into the right ventricular apex, the distal end of the lead curled back onto itself, the coil kinked/bent and the inter-coil spacing increased and there was an apparent fracture. The physician decided to use another lead. While attempting implant of a different lead, the lead was to short for the patient; therefore, another new lead was implanted successfully. No patient complications were reported as a result of this event.